Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the slider was loose and wobbly but had not fully detached. Therefore, the reported condition was confirmed. It was further noted that the sliders were loose (due to mounting bolt), the device would not power up, the blue power led did not come on when the power switch was on and the trigger/slider was broken. The assignable root cause was determined to be improper handling of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the slider was loose and wobbly but was not fully detached on the console device. During an in-house engineering evaluation, it was observed that the trigger/slider was broken on the device. It was further noted that the device would not power up and the blue power light emitting diode (led) did not come on when the power switch was on. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Date received by manufacturer was documented as october 9, 2015. It has been corrected to december 9, 2015 to reflect the correct information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.